Manufacturer narrative:
Device evaluation noted the reported issue was not able to be reproduced however , an error e216 occurred due to a defective cable. Corrosion on charge coupled device (ccd) unit, cable, coupler were noted. Additionally, damage connector pins and dirt on switches were identified the device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, handling and general precautions caution do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. ¦ precautions for cases where the endoscope image disappears unexpectedly, or freeze cannot be released warning. - the following items must be strictly observed. Endoscopic images may disappear unexpectedly, or the freeze cannot be released during the examination, which may result in failure to obtain normal images. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Use of electrical contacts that are wet or dirty may result in equipment malfunction or failure.¿ a definitive root cause cannot be identified as the reported phenomenon was not reproduced , however, based on the investigation results, an error e216 noise in the image observed due to a defective cable resulting in the scope communication error, which is presumed to have led to the reported phenomenon. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the device had displayed a horizontal image, noise generated. The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.